Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when performing planned maintenance (pm) it was found that when powering on the system, the software appeared discolored from its intended settings. It was reported that there is not only a dvi cable plugged in to the monitor, but also a vga cable that both travel through the monitor mast into the system. When the vga cable was unplugged from the monitor, the monitor will display the normal colored graphics when powering on, but then will show a black screen. Upon removing the cover from the back the vga cable was connected to a dvi to vga adapter and was connected to the computer.  There was no patient involvement.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The dvi to vga cord was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: cable 9734775 dvi-m to hd15-m 6ft min adapter 9731798xom dvi cable cable 9731798 dvi-m to hd15-f short medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.